Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-10 h6: investigation summary two 2420-0007 samples were received for investigation with residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20057058. Additionally a baxter 1000ml nacl IV bag and a b braun 100ml nacl bottle were received connected to the spike component of each sample to assist the investigation. A visual inspection confirmed the customer's experience as a cut was identified to the tubing approximately 2 cm above the smartsite y-site located near the male luer component. A visual inspection and functional testing of the second sample received did not identify signs of damage or leakages. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations of the assembly process did not identify a definitive source which may have contributed to damage of this nature and a definitive root cause could not be determined. A review of the production records for lot 20057058 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the tubing damage could not be determined in this instance; however as a result of similar feedback, the manufacturing site have identified a number of improvement actions within the manufacturing process which should ensure the likelihood of reports of this nature are reduced in future. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product. CAPA 723603. See h.10.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: attached extension set split and sucked air in line. Extension set attached between IV bung and existing IV line to administer magnesium 10mmol in 100ml. Commenced infusion and staff member immediately noticed fluid backflowing drawing blood and fluid from the patient side y-site of the line, and leaking out of the line above the y-site. Approx30ml lost. Line was clamped at the patient side immediately. Infusion stopped. No air found to have reached patient. Lines disconnected and removed from patient. New circuit of lines commenced without incident.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: attached extension set split and sucked air in line. Extension set attached between IV bung and existing IV line to administer magnesium 10mmol in 100ml. Commenced infusion and staff member immediately noticed fluid backflowing drawing blood and fluid from the patient side y-site of the line, and leaking out of the line above the y-site. Approx30ml lost. Line was clamped at the patient side immediately. Infusion stopped. No air found to have reached patient. Lines disconnected and removed from patient. New circuit of lines commenced without incident.